Manufacturer narrative:
The returned device was evaluated and performed within specifications. No malfunction or other product condition that could have contributed to the reported meter reading incorrectly/high blood glucose levels and subsequent hospitalization was found. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported that their personal diabetes manager (pdm) meter was reading incorrectly and they had to be hospitalized because their blood glucose (bg) levels reached 258 mg/dl. The patient noted that at one point the pdm meter read 217 mg/dl while a different meter read 87 mg/dl.